Event description:
It was reported that this left ventricular (lv) lead triggered an alert due to a high out-of-range pace impedance measurement greater than 2,000 ohms and lv impedance trends had been around 2,000 ohms for a while. There was no evidence of lead noise at this time. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).